Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. A process evaluation was also performed based off the lot number provided. There were no indications of material or manufacturing defects. The results of the investigation have concluded that the root cause was due to material fatigue due to stress on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the distractor was not holding distraction. Later, a fracture of and apparent instrument damage to the plate was discovered and the device was removed and replaced with fixed plates on (B)(6) 2017.